Event description:
The patient's mother reported her son was at work and was not feeling well and was feeling faint. He thought that his blood glucose was low and took a break from work. He tested his bg at 3:18 pm, it read 128 mg/dl and a minute later (3:19 pm) it measured 267 mg/dl. He then passed out so they called for the paramedics and upon their arrival they revived him and diagnosed him with hypoglycemia. They gave him food and a drink and tested his bg again it read 92 mg/dl. He was able to continue to finish his day at work after the paramedics visit.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's paramedics visit and hypoglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Returned device was evaluated and performed within specifications. Reported malfunction was not confirmed.